Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the interface board.

Event description:
The customer reported a blank display. Troubleshooting was performed, and the display remained blank. The reported blood glucose reading at the time of the call was 212 mg/dl. Nothing further was reported.